Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 08/09/2021. H6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle tip fell into the patient? No. If so, was it retrieved during the same procedure? What was done to retrieve the broken tip? Yes. If it wasn't retrieved. Size of the needle piece and tissue where it is being retained? Are there any plans to remove it in the future? Not clear. Needle found. It broke at the last knotting and it was retrieved could you please provide the lot number? Rabbptw0. Procedure name? Skin suture. Event date? (B)(6) 2021. " trade name - irgacare "active ingredient(s) triclosan "dosage form suture/solid/parenteral "strength = 275 g/m.

Event description:
It was reported that a patient underwent a skin suture procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke when placing the last skin stitch and the needle was retrieved. No adverse patient consequences were reported. Additional information was requested.